Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). During the trial the patient could go to the grocery store and stand and walk and sit and they could do it for a couple hours for it was the first time in 1.5 years that they were not in a lot of pain and that was what made them want to get the surgery. Patient had surgery 6 weeks ago, but had not reached the same level as pain relief. Patient felt like they were being shocked when they were laying down on their right side because that was where the device was at. Pt reported the therapy was not addressing the low back pain properly. Pt wanted to be reprogrammed. Agent reviewed information and redirected pt to their managing healthcare provider (hcp). Agent sent an email to the field for visibility.